Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.